Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer (pp) display was showing a ¿call your doctor¿ icon and a warning power on reset (por) condition. The patient saw the por message on the day of the report. There was no stimulation sensation. It was noted that the patient was getting radiation therapy in the pelvis region every day for a week for colon cancer and had not seen his managing healthcare provider (hcp) in a while. 6 days later the patient was able to be instructed over the phone on how to clear the por. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).